Manufacturer narrative:
The reported field event of high thresholds was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that patient had lead revised due to high thresholds. The lead was repositioned and measurements were fine through the pacing system analyzer (psa), but were still high with the device. Measurements were repeated with psa and device showing the same results. Due to subclavian vein was occluded, physician decided to explant and replace the lead. Patient was fine after procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.